Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays. It was reported that the radiologist indicated that there was a lead fracture that was causing the high impedance. The x-rays were sent to manufacturer for review. Review of the x-rays identified a lead fracture just above the patient's clavicle. It was noted that the lead was completely severed. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
Additional information was received that the patient had a lead replacement. The lead will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Programming data was reviewed, and it showed that the high impedance was present the month prior to the initial report.